Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) had a suction alarm. The report is from biomedical engineering, and no other details were provided. There was no report or indication of patient involvement.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.